Manufacturer narrative:
The device was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported the patient developed an infection and there were vegetations on the lead and device. The implantable cardioverter defibrillator (ICD) system was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.